Manufacturer narrative:
Date sent to the FDA: 3/25/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted during which the surgeon noted the prior mesh was covered with adhesions of small bowel and omentum. It was reported that the patient underwent recurrent hernia repair surgery on an unknown date. It was reported the patient experienced severe chronic pain, scarring, anxiety and stress. The patient had a previous mesh implanted on (B)(6) 2014 which is captured in separate file. No additional information was provided.